Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3: event date is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article titled "palpitations after transcatheter atrial septal defect closure"

Event description:
The article "palpitations after transcatheter atrial septal defect closure" was reviewed. The article presented a case study, describing a amplatzer atrial septal occluder causing palpitations secondary to device migration three weeks after implant into an atrial septal defect (asd). Devices mentioned include amplatzer atrial septal occluder. The article concluded that complications of transcatheter secundum asd closure are rare, but clinicians should be aware of them, especially if new symptoms occur. [The primary author and corresponding author was dr. Goran meðimurec at university hospital center zagreb institution with corresponding email a goran.medimurec@gmail.com. The time frame of the study was not provided besides the migration being discovered three weeks post implant. A total of one patient was included in this study. Peri and post-procedural complications included tachycardia, migration, hospitalization, surgical intervention.

Manufacturer narrative:
As reported in a research article, palpitations after transcatheter atrial septal defect closure. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. B3: as this is from a literature review, the event date is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article titled " palpitations after transcatheter atrial septal defect closure".